Manufacturer narrative:
G4: 04aug2020. B4: 04aug2020. The device was shipped to the philips healthcare repair facility (hrf) for further evaluation. The device was evaluated by a philips healthcare repair facility (hrf) technician and the reported problem was unable to be confirmed with the issue with oxygen delivery. The device was tested multiple times and found readings within tolerance. Potential issue with oxygen analyzer used onsite by customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported that the device's oxygen was not within specification. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.